Event description:
It was reported that preoperatively, while removing from the retainer or prior to patient incision, the needle thread came loose when slightly stretched. It occurred on six sutures. A different suture was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
D10 concomitant products: cl-544, cl-544 polysorb* 0 und 75cm gs11 x36 (lot#:a5c1947y), cl-544, cl-544 polysorb* 0 und 75cm gs11 x36 (lot#:a5c1947y), cl-544, cl-544 polysorb* 0 und 75cm gs11 x36 (lot#:a5c1947y), cl-544, cl-544 polysorb* 0 und 75cm gs11 x36 (lot#:a5c1947y), cl-544, cl-544 polysorb* 0 und 75cm gs11 x36 (lot#:a5c1947y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two hundred sixteen representative samples were returned for analysis. Functional testing found that the sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. It was reported that while removing from the retainer or prior to patient incision, the needle thread came loose when slightly stretched. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.